Manufacturer narrative:
A medtronic representative reported that there have been no more inaccuracies issues after the surgeon switched to using the navlock trackers and instruments. No parts have been received by the manufacturer for evaluation. Device not returned.

Event description:
A medtronic representative reported that the surgeon was inaccurate during a fluoronav spine surgery l4-s1. They had both the medtronic navlock and apt instrumentation set up. He immediately went to start using the apt instruments. Medtronic spheres were being used on the spine frame and gold tera tracker on apt. We used their 2nd apt set. He created his pilot hole with his awl. When he switched out for his pedical probe and placed it in the same pilot hole, he immediately said "something is not right ". The rep asked the surgeon to hold his instrument still and placed a 40mm projection on the image. The rep then asked him to rotate his instrument, so the tracker was going from left right. We immediately saw the projection moving superior/inferior from the saved projection. We tagged the apt instrument for it to be taken out of service. The rep then asked the surgeon to take his navlock probe, which was set up with the lumbar probe and place in the same pilot hole. We place the same 40mm projection and asked him to rotated his instrument from left to right while leaving it in the pilot hole. The surgeon saw where the new projection from the navlock instrument stayed on top of the saved projection. He used the navlock for the entire case, placed 5 screws, which were all accurate. There was no reported impact to the outcome of the patient.